Event description:
It was reported that the patient presented in clinic. Device interrogation found that the patient's right ventricular (rv) lead exhibited low defibrillation impedance. No intervention was performed. Patient had no consequences.